Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while analyzing the heart rhythm of a patient (age & gender unknown) the device returned a "shock advised" determination for what appeared to be a non-shockable heart rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned for evaluation. Instead the device's ECG print out was visually examined. Evaluation of the ECG waveform found that there were a large number of waveform peaks with complex widths which caused the device to appropriately prompt "shock advised". Our conclusion is the device worked as designed and performed within the limitations and technology available. Analysis of reports of this type has not identified an increase in trend.